Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that inflatable penile prosthesis replacement was done on (B)(6) 2018 due to fluid loss in right cylinder. Additional information indicated that this patient experienced a "malfunctioning ipp" and device was not inflating. During the replacement surgery, the physician observed a tear was found in the cylinder. No patient complications were reported in relation to this event.